Manufacturer narrative:
When investigating the source of the smoke, service found that the electrical cord of the alnty monitor was damaged. The alnty monitor was replaced and deemed the cause for the observed smoke. A review of the alinity ci, serial # (B)(6) service history, revealed no additional issues of smoke or damage to the alnty monitor on the (B)(6). The smoke and damage observed was limited to the electrical cord of the alnty monitor, the smoke and damage did not spread to other parts of the module. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The field service representative (fsr) observed smoke coming from the back of the monitor for the alinity ci-series system control module. While onsite and working on another analyzer, the customer cycled power to system. Upon reboot, customer reported screen went blank. Fsr noticed smoke coming from back of the monitor. Fsr unplugged and removed the monitor from the system promptly. When removing the monitor and cable, damage to the cable was noticed. The monitor was replaced but the screen stayed blank. Replaced uic. Screen came back normally. No impact to user safety/patient management was reported.

Event description:
The field service representative (fsr) observed smoke coming from the back of the monitor for the alinity ci-series system control module. While onsite and working on another analyzer, the customer cycled power to system. Upon reboot, customer reported screen went blank. Fsr noticed smoke coming from back of the monitor. Fsr unplugged and removed the monitor from the system promptly. When removing the monitor and cable, damage to the cable was noticed. The monitor was replaced but the screen stayed blank. Replaced uic. Screen came back normally. No impact to user safety/patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.